Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The quadrox was investigated in the laboratory on 2020-01-09. Results: during the optical examination and the leak test according to lv 201 (blood side) a leak (crack) has been detected at the luer connection of the venting membran. Due to this leakage, the normally closed blood circulation was interrupted and the malfunctions described by the customer occurred. Thus the failure could be confirmed. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
They stated that they had an oxygenator that failed and required emergent change out. The patient was desaturating to low 80%, so they increased the fio2 on the blender from 70% to 80%, sighed the oxy well, and sent a post-membrane and patient abg. The results came back with po2 70mmhg, and pco2 63mmhg. Right after these results, they noticed that the color change wasn't as apparent as it had been previously, and switched the gas source to the tank while they got the new circuit ready. Upon coming back into the room with the new circuit, there was essentially no color change in the arterial and venous tubing; both were very dark. The circuit was then changed out with md (B)(6) at bedside. They were off ECMO for 3 minutes, during which time the patient's map was 29-40 mmhg, for which he was given epi boluses by dr. (B)(6). (B)(4).